Manufacturer narrative:
Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation test concluded that there was a switch failure due to intermittent contact between the hand piece and the button assembly. The device was tested on a generator and no error codes were noted. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies related to the event were found during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, error five kept coming up on the harmonic. Changed the disposable and it worked fine. No patient consequence.